Event description:
It was reported that during technical training by the customer, the cardiosave intra-aortic balloon pump (iabp) battery was not ejecting itself and there was a small crack around the power slot pcba assembly. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse replaced the power slot interface pcba assembly (d997-00-1187). The unit passed all safety and functional tests and was returned to the customer.